Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits moderate charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch mark. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have ¿fired forward¿ after using 80,000 joules and expended 10 minutes of use. The fiber was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber. There was no report of injury to patient.